Event description:
Pt had a double hernia repair in 2011 and the surgeon used mesh. Pt had chronic pain and discomfort since then. The pain has been getting worse and pt was just told he has another hernia.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation into this event.